Manufacturer narrative:
This device is pending analysis evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during a percutaneous transluminal angioplasty, the 155 cm. Saber 5 mm. X 6 cm. Balloon catheter (bc) was delivered to the lesion for pre-dilatation, and then it ruptured at nominal pressure during the initial inflation. There was no reported patient injury. The procedure was completed successfully using a replacement saber bc. A contralateral approach was made from the right common femoral artery. A non-cordis sheath introducer was inserted and an unknown guide wire crossed the lesion. The saber was delivered to the lesion for pre-dilatation and ruptured. A replacement saber was used successfully to complete the procedure, and a smart stent was implanted and an unknown balloon performed post-dilatation. The target lesion was the left external iliac artery. The vessel tortuousness, calcification, and rate of stenosis were unknown. The product was clinically used, and it will be returned for analysis. Additional information has been received. There was no other product issue noted either at the account, after the procedure, or prior to shipping for inspection. The balloon was removed in one piece from the patient when the catheter was removed. There was no difficulty removing the product from the hoop, or in removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). Additional investigational questions were answered as unknown.

Manufacturer narrative:
The device has been evaluated. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion-during a percutaneous transluminal angioplasty, the 155 cm. Saber 5 mm. X 6 cm. Balloon catheter (bc) was delivered to the lesion for pre-dilatation, and then it ruptured at nominal pressure during the initial inflation. There was no reported patient injury. The target lesion was the left external iliac artery. The vessel tortuousness, calcification, and rate of stenosis were unknown. The procedure was completed successfully using a replacement saber bc.  A contralateral approach was made from the right common femoral artery. A non-cordis sheath introducer was inserted and an unknown guide wire crossed the lesion. The saber was delivered to the lesion for pre-dilatation and ruptured. A replacement saber was used successfully to complete the procedure, and a smart stent was implanted and an unknown balloon performed post-dilatation. There was no other product issue noted either at the account, after the procedure, or prior to shipping for inspection. The balloon was removed in one piece from the patient when the catheter was removed. There was no difficulty removing the product from the hoop, or in removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). Additional investigational questions were answered as unknown. The product was returned for analysis. A non-sterile unit of saber 5mm x 6cm 155cm bc was returned. Per visual analysis the balloon had been inflated and deflated. No damages were noted. Per functional analysis a 0.018¿ guide wire (lab sample) was advanced through from the distal tip, flushing was performed and no leakage was noted in the balloon. Per microscopic analysis no damages were noted. A device history record (DHR) review of lot 17402344 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ was not confirmed by analysis of the returned device as functional and microscopic analysis was performed successfully. The exact cause of the reported event could not be determined. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ the device performed as intended and therefore the reported event and the DHR could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken.